Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cytarabine was noted to be leaking at the texium connector under the pump. The texium connector was replaced and the cytarabine infused without leaking. There was no patient harm.